Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/15/2025, a sales representative reported via email that during a revision surgery performed on (B)(6) 2025, the following components were removed: an ar-9502f-36rcpc univers revers suture cup, two cortical mgs screws, a glenosphere, and a 36mm glenosphere screw. It was also reported that the stem, baseplate, and two locking mgs screws remained implanted. The patient experienced a post¿reverse shoulder arthroplasty procedure reaction, and during the procedure, there was evidence of metallosis. Additional information received on 9/18/2025: the sales representative reported that the poly initially implanted was also removed during the revision surgery. Prior to the revision, the patient experienced a dislocation, not a reaction, as previously reported. As a result, the patient was returned to the operating room for component exchange. During the procedure, metallosis was observed. The revision surgery was completed using new arthrex components. At this time, the part numbers for the products remain unknown. The date of the initial surgery is also unknown, but it was performed approximately six years prior to the revision on (B)(6) 2025. Both procedures were performed by the same surgeon.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the devices being removed and presence of metallosis around the implants. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per univers revers¿ shoulder prosthesis system - g. - dfu-0189-eo - precautions - 4. Extreme stress or strain resulting from work or sport related activity. 5. Patients with increased risk of fractures due to repeated strain or trauma, or medical conditions that increase the patient¿s risk for trauma, including falls. The most likely cause of the reported failure is a patient-specific dislocation event, during which abnormal contact occurred between metallic components. This contact produced metal wear debris, which is consistent with the observed metallosis.